Manufacturer narrative:
Analysis of the neurostimulator mode 37714 serial found no anomaly. Normal impedances were observed when the device was tested in a saline solution.

Event description:
It was reported that impedances over 40,000 ohms were seen when the lead was connected directly to the neurostimulator. Impedances were normal when the lead was connected to an external neurostimulator / multi-lead trialing cable and the patient could feel stimulation. Another neurostimulator was used and performed as expected. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.